Manufacturer narrative:
.

Event description:
(B)(6) 2015: updated information was provided by the patient; according to the patient, surgery time was exceeded by 45 minutes. The patient stated there was no reason given to him for the extended time.